Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the electric dermatome was not performing to standard, jeopardizing the skin graft. An alternate device was available for immediate use. It is unknown as to whether there was any harm, medical intervention and delay. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.